Event description:
Further information was received from (B)(6) group on 2016-oct-21. It was reported that prior to the revision, oral baclofen and valium were increased (unspecified doses). It was indicated that the catheter revision was followed by dose adjustment of the intrathecal baclofen and discontinuation of the oral baclofen and weaning of the valium. As of 2016-oct-18, the patient's increased spasticity and "symptom return" was "much improved" and use with the product was ongoing. The patient's concomitant medications included baclofen 30 mg, melatonin 5 mg, miralax 3350, keppra 500 mg, valium 4 mg, prilosec 40 mg, tylenol, fleet, an unspecified nebulizer medication, and albuterol.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The catheter was replaced on monday ((B)(6) 2016). It appeared that a collet seemed to have cracked and slid down the catheter.

Manufacturer narrative:
Note, information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a male patient who was receiving lioresal 2000mcg/ml at 1025 mcg/day (lot number unknown) via an implantable pump for intractable spasticity and cerebral palsy. The patient's medical history and concomitant medications were unknown. On an unknown date, the patient experienced intermittent symptom return. The patient experienced periods of increased spasticity and then increased looseness. A side port access study was performed, but was not successful. A CT was performed to assess the catheter, but was not definitive. The patient was referred to a neurosurgeon for evaluation. No interventions had been scheduled yet. As of 2016-04-20, the issue was not resolved. The patient's status was reported as "alive, no injury." As of 2016-04-21, no other interventions were planned. The cause of the event was unknown.

Event description:
Additional information was received from the representative on (B)(6) 2016. It was reported that the catheter was replaced due to the inconclusive side port study and a suspected issue. It was noted that the return of the catheter was pending as the hospital had not released it. The cause of the issue of the "collet appeared to have cracked down and slid down the catheter was not determined. It was indicated that following the procedure, the patient was doing "good" with spasticity under control. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.